Manufacturer narrative:
This report is associated with (B)(4), corega ultra cream. Corega ultra cream is marketed as poligrip in the us.

Event description:
Heart attack [heart attack], panic syndrome [panic disorder], anxiety crisis [anxiety aggravated], lactose intolerance [lactose intolerance], allergy to cochineal carmine [allergy]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream (batch number fv5c, expiry date august 2019) for product used for unknown indication. Concomitant products included alprazolam, loperamide hydrochloride (imosec), simethicone (luftal). On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced heart attack (serious criteria gsk medically significant), panic disorder, anxiety aggravated, lactose intolerance and allergy. On an unknown date, the outcome of the heart attack, panic disorder, anxiety aggravated, lactose intolerance and allergy were not reported. The reporter considered the heart attack to be possibly related to corega ultra cream. It was unknown if the reporter considered the panic disorder, anxiety aggravated, lactose intolerance and allergy to be related to corega ultra cream. Additional details, the consumer reported she heard a lady informing she no longer used corega because it caused a heart attack. She was user of corega she thought it might be a related, because she also had a heart attack. She reported her cardiologist said her heart attack was due to her panic syndrome. The patient reported that she started using corega 40 years ago approximately and developed panic syndrome 25 years ago, the syndrome triggered not only heart attack but also anxiety crisis. She also reported that a few years ago she discovered she had lactose intolerance and allergy to cochineal carmine, and it was unknown if it developed diseases before or after using the product. The corega ultra cream was continued with no change. This case was one of the two cases reported by the same reporter. The other linked case (B)(4).